Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o lok clip applier instrument was analyzed and found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. The root cause of grip cable dislodged proximal is attributed to a component failure.

Event description:
Refer to h11 for follow-up information.